Event description:
On (B)(6) 2009, during surgery, the sequoia modular screwdriver cracked on the tip. This even has been associated with an adverse event in the past. There was no harm to the pt reported.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.